Event description:
It was reported that during a surgical procedure the customer experienced a green and grainy image problem. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.